Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set cannula bent event. The insertion site was at abdomen. The blood glucose level was higher than 180 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.